Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys hcg+b on a cobas e411 rack. No questionable results were reported outside of the laboratory. The first sample initially resulted in an hcg+b value of 24.09 miu/ml with a data flag. The sample was repeated, resulting in a value of 0.456 miu/ml. The repeat value was deemed correct. The second sample initially resulted in an hcg+b value of 2.2 miu/ml. The sample was repeated, resulting in a value of 50.00 miu/ml. The repeat value was deemed correct.

Manufacturer narrative:
The field service engineer determined that the probe syringe had pinched tubing. The tubing was repaired and was no longer pinched. Controls were run and recovered within range. Precision studies were performed. The customer repeated patient samples and was satisfied with the results. The investigation determined the service actions resolved the issue.